Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) devices bi-ventricular (biv) pacing trigger was believed to have caused an arrhythmia with a rate of 150 beats per minute and associated patient palpation symptoms. One episode was noted to have lasted ten (10) minutes and one episode was noted to have lasted twenty (20) minutes. The patients heart rate was indicated to be within the programmed monitor-only zone, so no device therapy was provided. The patient reported to have not experienced anything like this previously. In response, the biv pace trigger was programmed off. The device remains in-service. There were no additional patient symptoms or adverse patient effects.